Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The custom nail holding bolt cat# I-t0049im34 for tibial nailing was damaged on the distal tip which altered the threading so that it would not thread on to the tibial nail. The surgical tech tried to force it on which damaged the threads on the tibial nail. Another nail holding bolt was used with a new tibial nail and the procedure was completed.

Manufacturer narrative:
An event regarding thread damage involving a specialty nail holding bolt was reported. The event was not confirmed. Method & results: - device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: a review of medical records was not performed as none were provided. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported thread damage determined due to the minimal information received.

Event description:
The custom nail holding bolt cat# I-t0049im34 for tibial nailing was damaged on the distal tip which altered the threading so that it would not thread on to the tibial nail. The surgical tech tried to force it on which damaged the threads on the tibial nail. Another nail holding bolt was used with a new tibial nail and the procedure was completed.